Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 589 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management; however, mentioned that they were at the hospital. Other health conditions may have contributed to the patient¿s hyperglycemia as the reporter stated that the patient had a urinary tract infection and was on antibiotic therapy at the time. The reporter alleged a history/settings pump issue; the basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.

Manufacturer narrative:
Follow-up # 1 date of submission 27-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 17-apr-2018 with the following findings: a review of the pump histories showed that the last bolus delivery was a normal bolus. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.